Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer informed the rse that the pic ix was reset in the closet and the issue was resolved, service was no longer required. No work was performed by philips. The customer has resolved the issue and refused any further service from philips.

Event description:
It was reported that the pic ix lost audible alarms. The biomed reset the pic ix in the closet and the issue was resolved. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.